Manufacturer narrative:
Programming history was reviewed. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
During review of programming history, high impedance was seen during a system diagnostic test on (B)(6) 2012. Three system diagnostics were performed with the same result.